Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The plunger case tamper seal was removed. The investigation found the device had no physical damaged was found on the pump. Left plunger case inside screw insert broken off, old style worm gear and worn drive train parts. The pump event history showed a syringe empty error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during infusion test using customer's program, check and test plunger's position. Plunger's position was in specification using both qc slugs. Pump is over 9 years old. The root cause of the reported issue is unable to be determined. The technician replaced the position pot for preventive measures. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that an alarm syringe empty after new syringe is placed in, was observed. No patient injury was reported.